Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the gear clamp for the manifold has a loose hose. Additional malfunction is the smart pack is dirty.